Event description:
The customer contacted Spacelabs Healthcare to report that their Xhibit Central Station was powering off every 15 to 30 minutes. The customer confirmed that they had to press the power button to power the unit back on. The customer requested that their device be sent into the Equipment Service Center for evaluation. The device has been received, however the evaluation has not been complete. Once the device has been evaluated, a supplemental report will be submitted in accordance with 21 CFR 803.56.